Event description:
Fin nail broke after four years with a nonunion. Surgery was required to replace it with another nail. Cause of breakage was nonunion and osteoporotic bone. No indication of product defect.